Manufacturer narrative:
Removed "the customer changed all pump supplies and continued to receive occlusion alarms."

Event description:
The customer changed all pump supplies and continued to receive occlusion alarms.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion after a supply change while attempting to deliver a correction bolus. The customer experienced a blood glucose (bg) level of 329mg/dl and moderate levels of ketones. Reportedly, the pump is worn inside the customer's pocket. The customer was to use manual injections for diabetes management while the replacement pump arrived.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. Code pertains to additional issue found.